Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they were having sensor glucose versus blood glucose differences and experienced threshold suspend with more than 30% difference. The customer had blood glucose of 30 mg/dl at the time of the incident. The customer was at 107 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had a low that led to emergency medical assistance on (B)(6) 2017. Sensor will not be returned for analysis.